Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened esc and act dome switch. Insulin pump received with cracked case on display window corners, cracked display window and minor scratches on lcd window.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.